Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse sat in on cases with surgeon and informed surgeon of the issue that was reported. The surgeon stated that the issue had happened before not in a while. There was no issue with the arm locking on to tissue during the case. System inspected, tested and verified as ready for use. The complaint was not confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the arm4 instrument became stuck on tissue. The procedure was completed with no reported injury.